Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a dim pink display and a leaking internal battery. This report is made based on the results of an investigation completed on 03/27/2014.

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on 03/27/2014 with the following findings: time and date reset was confirmed in the black box. Pump was exercised for 24 hours battery was removed for 6 hours ,time and date reset to default. Pump was opened to investigate and the internal battery was found to be leaking and unable to hold a charge. Unrelated to the complaint, the display was dim and pink. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release